Event description:
The pump was returned for investigation. Investigation revealed a damaged keypad with contamination on the button contacts, a dim and discolored display screen, and a crack in the battery compartment . This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was torn at the down button, exposing the button contact. Contamination was found on all of the button contacts. Additionally, the pump booted to a dim and discolored display screen. A crack in the battery compartment was also observed, but there was no related loss of power issues observed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).